Event description:
A report was received that the patient developed an infection. Symptoms include discomfort, redness and swelling at the midline incision. Antibiotics were prescribed. The physician believed the infection was due to the patient¿s pre-existing medical condition. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30cm). Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 16781117, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.